Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a cracked line and was deformed at the screw area. It was further determined that the device was unable to operate when using the battery device with the casing device. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function, check the battery case coupling, and general condition. It was noted in the service order that the device motor functioned normally when connected to the small battery device. However, when the device was connected to the large battery device, the motor did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 1 1/17/2018 in the initial report. The date returned to manufacturer was corrected to 1/10/2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device had too little power. It was further determined that at times, the handpiece device did not work with battery device. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability was inadvertently documented as (B)(6) 2018 in the initial report. The date returned to manufacturer was corrected to 1/17/2018. Device evaluation update: upon further investigation, it was further determined that the control unit was not functioning and was defective. It was further determined that the motor seized, blocked, jammed and was moving heavily. It was further determined that the device also failed pretest for check power with test bench, min.67.5 to 110 w. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability was inadvertently documented as 1/17/2018 in the initial report. The date returned to manufacturer was corrected to 1/26/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.